Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The ht command referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery with moderate tortuosity and moderate calcification. The command guide wire was advanced to the lesion. Next, the 3.0 x 20 mm trek balloon catheter was advanced over the guide wire. While inflating the balloon to 20 atmospheres (atm), the balloon ruptured. During an attempt to remove the balloon catheter, it became stuck on the guide wire, and both devices were removed as a single unit. A second command guide wire was then re-advanced to the lesion. Atherectomy and dilatation was performed, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance with the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.